Event description:
It was reported that the pump was warm to the touch and the battery was hot to the touch.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a cracked display screen. The current draw was conducted and found that the current level was high. The pump was powered on, however, the display remained blank and the pump started to get warm. When a new display was inserted, the current level was normal and the pump did not get warm.